Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness and or headache, hypersensitivity, liver disease/toxicity, kidney disease/toxicity, while using the device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that investigation product investigation laboratory observed the air inlet filter was missing. An unknown contamination was observed on the top and bottom enclosure. Product investigation laboratory observed dried liquid spots with dust-like contamination on the top enclosure, bottom enclosure and right-side panel. Several scratches and abrasions were observed on the left side panel. A dried liquid spot with dust-like contamination consistent with mineral deposits was observed in the iso port. Dust-like contamination was observed in the air inlet, behind the sd card cover, on the interior side of the top enclosure, on the pca, on and under the blower cap, on and in the blower motor, in and under the blower housing, on the sound abatement foam and in the bottom enclosure. Product investigation laboratory observed a potential thermal event on the red wire of the j9 connector. Potential dried liquid spots were observed on the blower housing, and, on and inside the blower motor. Product investigation laboratory observed potential sound abatement foam stuck to the bottom of the blower housing. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness and or headache, hypersensitivity, liver disease/toxicity, kidney disease/toxicity, while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.